Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was prophylactically replaced following the fsn on platinium devices sent in (B)(6) 2018.

Event description:
Reportedly, the device was prophylactically replaced following the fsn on platinium devices sent in (B)(6) 2018.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device was prophylactically replaced following the fsn on platinum devices sent in (B)(6) 2018.